Event description:
This report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-04362 for the first spyscope ds ii access & delivery catheter, this report for the second spyscope ds ii access & delivery catheter, and 3005099803-2025-04366 for the spy ds controller. It was reported to boston scientific corporation that the spyscope ds ii access & delivery catheter was used with a spy ds controller in the distal bile duct for the treatment of bile duct stones during a cholangioscopic lithotripsy procedure on (B)(6) 2025. During the procedure, the spyscope failed to produce an image and only black dots appeared. After switching to a second spyscope, the same issue occurred. Consequently, the patient's hospitalization was extended, and the procedure was rescheduled for (B)(6) 2025. No patient complications were reported as a result of this event.

Manufacturer narrative:
H6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.